Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was identified as being defective. No add'l service info is available.

Event description:
The customer reported intermittent communication error messages and system lock-ups. There is no report of pt injury.